Event description:
It was reported that the leads migrated about 1-2 months after they were implanted. The reporter stated that the system would be revised on (B)(6) 2012. It was reported that the implantable neurostimulator would remain, but the leads would possibly be replaced with a paddle lead. It was noted that the patient had diabetes and was morbidly obese. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up information received reported that the both of the leads and the extension were replaced. It was noted that the symptoms that the patient experienced during the event was subcutaneous stimulation under their skin and not in the back <(>&<)> legs. The patient was reported as doing "very well" and was noted that they liked the stimulation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3487a-45 lot# va00r8g, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3487a lot# va00r8g, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead.

Manufacturer narrative:
Product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3487a-45, lot# va00r8g, implanted: (B)(6) 2012, product type lead; product ID 3487a, lot# va00r8g, implanted: (B)(6) 2012, product type lead. (B)(4).